Event description:
I had silicone breast implants (replicon by surgitek) in 1990. The FDA approved this procedure and my doctor told me they would last a lifetime and there were no health risks. I was told only negative issue was that 1% of patients had the implants become hard due to encapsulation problems. I had that problem after 2 years. I had a leak (contained within the encapsulated area.) About 5 years later. On (B)(6), 2014, I had a mammogram that shows a progressive leak outside the encapsulation. I had this test because of recent unexplained health issues, pain and weight loss. For 20 years, I have experienced numerous autoimmune disorders and other health issues with a diagnosis of unknown origin (I always ask my doctors if it could be caused from my silicone implants and they always said it was not possible). I have been on disability for fibromyalgia for several years. I am scheduled to have these toxic implants removed but it will cost me almost(B)(6) with no insurance help. I originally made the decision to have implants because FDA and my doctors said they were totally safe. I have never smoked (not even one puff). I eat my garden raised whole foods (I am (B)(6)), and I take no meds and have never done any drugs. People smoke and over eat knowing they risk heart disease, diabetes, cancer, etc., and insurance still pays for their treatment. I am now having to use all the money I have saved and are selling family heirlooms to pay for the treatment I must have, because I trusted the FDA. I don't understand why the FDA recommends removing leaking silicone implants if there is no health problems from silicone implants! I have always strongly supported my wonderful government and my heart is broken that I have been wrong. The research you and others have done are so limited and flawed. You have convinced doctors that implant related health issues are not a problem and so therefore when women like me try to get our doctors to investigate the possibility, we are dismissed and told our symptoms are either "in our heads" or are caused by a virus or stress so we should just go home and relax. The loss of confidence and trust in my government is actually one of the worst problem with this issue. I am so sad and depressed. I do understand why there is such a high degree of suicide by women with implant problems. My quality of life is at rock bottom after 30 years of teaching secondary education in the public school system and looking forward to my retirement years. All my resources will now have to be used to pay doctors and I just pray that they do not find alcl. I just read that insurance will not pay for that cancer treatment either and so if I have it, I will just not be able to get treatment. This is just wrong that my government allows this to happen to women who had implants during a time that we were told they were totally safe. In 1990, I did the research and I believed you (FDA) that I was making a safe decision. I just wanted my husband to be proud of me. So sad and heart broken, what is the test for that!! Even though I pay monthly insurance premiums, they wouldn't pay for that either.